Event description:
It was reported that high impedance and lead fracture were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasions were found at 7.7-8.5cm and 10.0-10.5cm from the distal tip. External insulation abrasion was found at 8.6-9.0cm from the distal tip. Etfe coating was intact. Internal insulation abrasions were found underneath the rv shock coil at 4-5.8cm (etfe coating was intact) and the svc shock coil at 24.5-27.3cm (etfe coating of re sensing conductor was abraded) from distal tip. Analysis did not confirm the reported fracture and high impedance.